Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal could not be prepared for use in the procedure. There was no pt involvement at this time. A replacement device was used to complete the procedure. The hospital did not report any pt effect.

Manufacturer narrative:
Investigation details: visual inspection revealed that the loader device was not returned. It was discovered that the delivery device tube was bent and there was evidence of blood inside the tube and on the device. The seal was outside the tube with the plunger depressed and the tension spring was advanced within the tube. This evidence suggests that the received device had been deployed. Based upon these findings, the complaint that the seal failed to load could not be confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B)(4).